Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they hospitalized for treatment of high blood glucose level and diabetic ketoacidosis. Date of hospitalization and blood glucose at same time level was unknown customer current blood glucose level was 101 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer was not using auto mode feature on insulin pump. Device will not be returned for analysis.